Manufacturer narrative:
One device was returned. Under visual inspection the device appeared to be in good condition. During functional testing the device was inflated and after twelve hours the cuff was still fully inflated. The complaint was not confirmed. A device history record (DHR) review was not performed as no fault was found. No actions taken as no product fault was found.

Manufacturer narrative:
Other, other text: b3: month and year of event have been provided, day is unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that air leaked from the cuff during intubation. Adverse patient effects are unknown.